Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the surgeon successfully fired the device twice before having an issue. Upon the third stroke of the firing sequence the device jammed and became stuck. It was difficult to open the device but once opened the device had not stapled or cut. The surgeon noted that the stapler did not feel right and he felt a lot of tension on the gun before firing. Upon removal of the device from the patient through the trocar, the device became stuck again and would not open. No patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: the ec60a device was received for analysis with no visual non-conformances and with an ecr60w cartridge loaded on the device. The cartridge reload was received partially fired 2/3 consistent with an incomplete or interrupted cycle. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed and opened without any difficulties noted.

Manufacturer narrative:
(B)(4).